Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: as reported by the field, during a coil embolization of a 5mm aneurysm at the anterior communicating artery (aca), a primeframe coil was used as framing coil and filling started with an ied coil. The complaint, a galaxy g3 mini 1mm x 4cm ( glm910040, k10701) was inserted. It was wound several times, but the coil part became unraveled. It did not seem to be entangled with the previous coils. It was replaced with another coil and the procedure was completed. There was no patient injury reported. A continuous flush was done. A sl10 microcatheter (mc) was used as a concomitant device. Additional information received indicated that the coil had been inspected prior to use. There was no excessive force applied to the device. There was no prolongation during the procedure due to the event. The concomitant devices functioned as expected. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device k10701 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿coil ¿ unraveled¿ could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during coil embolization of a 5mm aneurysm at the anterior communicating artery (aca), a primeframe coil was used as framing coil and filling started with an ied coil. The complaint, a galaxy g3 mini 1mm x 4cm ( glm910040, k10701) was inserted. It was wound several times, but the coil part became unraveled. It did not seem to be entangled with the previous coils. It was replaced with another coil and the procedure was completed. There was no patient injury reported. A continuous flush was done. A sl10 microcatheter (mc) was used as a concomitant device. Additional information received indicated that the coil had been inspected prior to use. There was no excessive force applied to the device. There was no prolongation during the procedure due to the event. The concomitant devices functioned as expected. No additional information is available.